Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However , the customer reported that they reloaded the software (4.6b) and the alarm still comes and goes during ventilation.EU technical support advised that the secondary alarm board failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced secondary alarm board malfunction during ventilation. As an intervention, they stopped using the machine. The customer confirmed that there was no patient harm associated with the reported event